Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in an unknown customer in (B)(6). Livanova will attempt to retrieve additional information. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through literature review livanova became aware of an article in which 2 patients infected with m. Chimaera were stated. Patients had undergone cardiac surgery in a period from 2007 to 2015. The use of heater-cooler systems 3t during these surgeries can't be excluded. The patients were subjected to medical treatment.